Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical (B)(4) for evaluation. After further customer contact, it was stated that "there was no fault with the device and it was a user error, CPR was being performed when patient was breathing". The customer also stated that the device will not be returned to zoll for evaluation. The device's indications for use instructs users to apply product to patient's who are pulseless or has no other signs of circulation. Analysis of reports of this type has not identified an increase in trend.